Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient experienced a loss in stimulation the month of (B)(6) 2018 (exact date is unknown). Reportedly, the patient was unable to charge the device due to lost external devices. Field representative met with the patient and confirmed the ipg was inoperable. As a result, the ipg was explanted and replaced on (B)(6) 2019. Effective therapy was established post-op.